Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the operating room for implant procedure. During procedure, it was observed that the stylet could not be inserted into the left ventricular lead. The lead was not implanted, another lead was implanted successfully. The patient¿s condition before, during and post procedure was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.